Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's screen is damaged. There was no reported patient involvement.

Manufacturer narrative:
Report # 1218950-2018-00315 follow up was mistakenly reported as -002 and should have been follow up -001.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.